Manufacturer narrative:
The product is not expected to be returned. An investigation has been initiated based upon the reported information.

Event description:
The user facility reported during a lapidis podiatric procedure the device was inserted into the mid foot and broke during insertion, approximately 5mm below the head. The surgeon attempted to remove the device with standard instrument and the device broke again mid way down the shaft. The remainder of the device was left in the patient. According to the integra sales representative, who spoke with the doctor, as of 11/29/2006, no problems occurred with the patient. The doctor believes that no complication will occur in the future.